Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that insulin pump had audio anomaly. Customer¿s blood glucose was 250 mg/dl at the time of incident. Customer stated that insulin pump did not vibrate during vibration test portion of the self-test. Customer stated belt clip had damage. The insulin pump will not be returned for analysis.